Event description:
The customer reported that an erroneous, high cardiac troponin (accutni) result above the acute myocardial infarction (ami) cutoff was generated on the unicel dxc 600i synchron access clinical system. The result was reported out of the laboratory. The customer indicated that the physician questioned the initial erroneous result and ordered repeat analysis to be performed. Subsequent multiple repeat analysis results of additional patient draws on the same day, as well as subsequent days, reproduced lower accutni results still above the ami cutoff but outside of stated accutni assay precision limits. The repeat results were generated from the same instrument. The customer indicated that there was no death, serious injury or modification to patient impact associated with this event. The instrument was indicated as performing within acceptable quality control (qc) specifications during the timeframe of the event. Instrument system checks during the time of this event all met instrument specifications. The initial patient sample was collected in a serum sample tube and centrifuged for 10 minutes at 3500g. The initial patient sample is suspect for not having clotted long enough prior to initial analysis.

Manufacturer narrative:
Service was dispatched to the site and performed preventive maintenance activities on the instrument. A definitive root cause has not been determined for this event to date, however, sample handling may be a contributing cause to this event.